Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the play of the up/down knob did not meet the standard value due to wear of the angle wire. Also, evaluation found the air/water and suction cylinders had no color, the electrical connector had corrosion due to water leakage, the fixing force of the guide wire did not meet the standard value due to damage on the forceps elevator wire, the adhesive around the light guide lens was cracked, and there was corrosion around the lever arm. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the tie rods of the evis exera ii duodenovideoscope were loose. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had white foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.